Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2006: the patient was preoperatively diagnosed with l4-5 degenerative disk disease status post discectomy and underwent following procedures: l4-5 posterior spinal fusion, posterolateral technique. L4-5 right re-exploration hemilaminectomy and diskectomy. Posterior spinal instrumentation l4-5. Posterior lumbar interbody fusion, transforaminal technique. Application of biomechanical interbody device. Local autologous bone graft. As per op-notes, ¿the transverse processes were identified, cleaned and decorticated. A combination of bone graft and bone morphogenic protein was placed within the lateral gutters for posterolateral fusion. Using the pedicle approach zones and fluoroscopy, two globus 6- x 40-mm screws were placed at the l4 and l5 pedicles.¿ the patient tolerated the procedure well with no complications. The patient alleges unspecified injury due to the use of rhbmp-2.